Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable shunt. It was reported that the patient underwent shunt implantation surgery on (B)(6) 2024, and the abdominal end catheter, the ventricular end catheter, and the valve assembly were implanted. One month later, the patient developed an obstruction/blockage of the abdominal end catheter, which was cleaned by laparoscopy. The obstruction of the abdominal end catheter occurred again another month later and was cleaned again by laparoscopy. The patient's status at the time of the report was alive-no injury, and their condition was currently stable.